Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator showed multiple charge shock failures during opcheck. There was no patient involvement.